Manufacturer narrative:
The bwi failure analysis lab received the device for evaluation. The analysis has begun but is not completed at this time. Concomitant bwi products: product: stockert 70 rf generator, us catalog # s7001, serial #(B)(4). Product: coolflow® irrigation pump, us catalog # cfp002, serial # (B)(4). Product: carto® 3 system, us catalog # fg540000, serial # (B)(4). C) a notification has been to manufacturer (st. Jude medical) for their products involved in this event (2 quad catheters) d) manufacturer's reference # (B)(4), are related to the same event. E) manufacturer's reference # (B)(4).

Manufacturer narrative:
(B)(4) it was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool sf nav bi-directional catheter and navistar rmt thermocool electrophysiology catheter; patient experienced a drop in blood pressure and a pericardial effusion was noted. The patient¿s medical history is unknown. The procedure was began with stereotaxis system and navistar thermocool and then switch using thermocool sf. A pericardiocentesis and transfusion were performed after the pericardial effusion was noticed. The patient was reported to be in stable condition at the time the complaint was reported. The bwi failure analysis lab received the device for evaluation. The returned device was visually inspected upon receipt and found in normal conditions. Per the event, the catheter was tested for generator compatibility and found within specifications. Furthermore, an irrigation test was performed and the catheter passed, no occlusion was observed. The catheter was also evaluated for carto 3 and coil disconnection tester. The catheter was recognized by carto 3 system, no error messages were displayed and the catheter was properly visualized. The sensor coils resistances were within specifications. Finally, a deflection test was performed and the catheter passed. The device history record (DHR) could not be reviewed since the lot number was not provided by the customer. The catheter passed all specifications. The root cause of the pericardial effusion remains unknown. The IFU states that careful catheter manipulation must be performed in order to avoid cardiac damage, perforation or tamponade. Management is notified of failure analysis results using monthly complaint trend reporting. No significant trends have been identified at this time; therefore no CAPA activity is required.

Event description:
It was reported that a patient underwent an idiopathic ventricular tachycardia procedure with a thermocool® sf nav bi-directional catheter and navistar® rmt thermocool® electrophysiology catheter; patient experienced a drop in blood pressure and a pericardial effusion was noted. The patient¿s medical history is unknown. The procedure was began with stereotaxis system and navistar thermocool and then switch using thermocool sf. A pericardiocentesis and transfusion were performed after the pericardial effusion was noticed. The patient was reported to be in stable condition at the time the complaint was reported. Multiple attempts have been made to obtain clarification to this complaint. However, no further information has been made available.